Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/26/2010 and was last repaired on 09/22/2011 for a non-related issue. Evaluation of the device observed the motor was intermittently erratic. It was noted that the unit had red and black silicone inside the device and on the switch. Silicone used at zimmer surgical is white; therefore, it was concluded that the handpiece was taken apart and altered by a non-zimmer party. Repair of the device included replacement of the motor, switch, end cap, and all standard repair parts. In post-repair, the motor initially did not operate during electrical testing; however, after manual manipulation of the shaft, the motor operated within electrical specification under no load. The motor shaft did not rotate smoothly and became hot during testing. Corrosion to the motor casing and switch was observed. The switch passed continuity testing. The device has not been returned for repair at zimmer surgical for three years. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization in combination with the evidence that the device had been opened and altered could have caused the corrosion on the motor sleeve, which damaged the interior of the motor over time. Therefore, lack of preventative maintenance and improper handling by the customer likely caused damaged to the motor over time, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece motor stopped under pressure of load. There was no patient harm or delay reported, and the procedure was completed with an alternate device.